Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 20455086.

Event description:
It was reported that the patient was not getting an adequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the leads were repositioned and one lead was replaced. The patient was doing well post operatively. The explanted lead was not returned as it was not released by the hospital.